Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The caller stated that the insulin pump alarmed no delivery. The daughter requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.